Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. No moisture damage found inside the device. The device had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and an unresponsive keypad. The blood glucose reading was unk. The customer stated that she may have worn the device in her bra, and the device may have ben exposed to sweat. Advised replacement of the insulin pump. Nothing further reported